Event description:
It was reported that a relion¿ insulin syringe was melted and had the hub was separated from syringe during use before injection.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 6mm, 31g relion syringe in an open poly bag from lot # 8043911. Sample was forwarded to manufacturing (holdrege) on 11jan2019 for further review. On 14jan2019, holdrege received (1) 1cc, 6mm, 31g relion syringe in an open poly bag from lot # 8043911. All samples were decontaminated per hstr-17 and hqa- 68 prior to being evaluated. Upon evaluation, the syringe exhibited a broken barrel tip and a smashed shield tip. A review of the device history record was completed for batch # 8043911. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for damaged syringe and needle hub separates on lot # 8043911. Investigation conclusion: the returned syringe was examined and exhibited a damaged shield and a broken barrel. Root cause description: jam at form fill and seal operation. Auto packaging operation when the bag is being placed into the carton at the tamp station where the bags get pressed down in the carton. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
In section h.10 of the previously submitted MDR, sections d.1 was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following:

Event description:
It was reported that a relion¿ insulin syringe was melted and had the hub was separated from syringe during use before injection.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion¿ insulin syringe was melted and had the hub was separated from syringe during use before injection.